Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) sparked when the mbf instrument was fired with a wet tip. The customer used a backup mbf instrument to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use with no issue. The cannula was inspected. The pin gauge was used to inspect the cannula. The spark was observed between the instrument jaws. The customer observed thermal damage after the spark. The bipolar energy was activated when arcing event occurred. It was confirmed that the instrument was connected properly. The customer was using integrated electrosurgical unit (iesu). Other instruments were being used when the spark occurred. The maryland bipolar forceps instrument did not collide with the other instruments or tools. The instrument tips were in contact with the patient¿s tissue when the spark occurred. There was no patient injury. The patient did not return to the hospital due to any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.